Manufacturer narrative:
While on the phone with dario's representative, the user reported that the inconsistent bg readings had occured with several dario strip cartridges. In addition, the user reported that when she receives new cartridges of strips, they sometimes remain in her mailbox in over 100 degree weather. Dario's user guide states in the section causes of unexpected results: "were the test strips stored at extreme temperatures such as in the car during very cold or hot weather?" A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user. The user reported that the new cartridge of strips were giving the user bg readings that were much improved from the previous cartridge of strips. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that for a while, she has been receiving inconsistent bg readings. On the morning that the user contacted dario, she reported that she received with her dario meter bg readings of 95 mg/dl, 115 mg/dl and 127 mg/dl, consecutively. The user stated that during a routine follow up appointment, the user's doctor performed an a1c test, however the results are unknown.